Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is pelvic uterine prolapse, cystocele, rectocele, and genuine stress urinary incontinence. Procedure (s) performed were vaginal paravaginal repair, anterior and posterior repair, sacrospinous ligament fixation bilaterally, cooper's ligament sling, cystoscopy, sp tube placement, and uterine suspension. Complications post mesh implant: (B)(6) 2004: menorrhagia, irregular vaginal bleeding, post coital bleeding, hot flashes, large cervix hypertrophy, prolapse of cervix, grade ii cystocele. Endometrial biopsy on (B)(6) 2004 showed abnormal typical cells. Advised pelvic ultrasound. (B)(6) 2005 ¿ (B)(6) 2005: vaginal bulge, leaking urine, uterus prolapse, cystocele, lower abdominal pain, stress incontinence, menometrorrhagia, frequency, dysuria, urgency, urge incontinence, grade ii vault prolapse. Urodynamics on (B)(6) 2005 showed positive stress test and positive detrusor activity. Plan for total vaginal hysterectomy and sui needs tension free sling. (B)(6) 2006 ¿ (B)(6) 2006: significant prolapse of cervix and uterus, incontinence, feeling uterovaginal prolapse at introitus. Primary diagnosis grade 3 uterovaginal prolapse, uterine stress incontinence, cervical elongation. Planned for procedure total abdominal hysterectomy, sling repair stress incontinence, sacral colpopexy, and cystoscopy. Additional implant a surgery along with total abdominal hysterectomy: (B)(6) 2006: underwent tah, abdominal sacral colopexy (polyform), suburethral sling (obtryx) with the obtryx system, perineorrhaphy, and cystoscopy under general endotracheal anesthesia complications post additional implant a surgery along with total abdominal hysterectomy: (B)(6) 2007: sharp pain at times since surgery as well as increase stress urinary incontinence, been going for physical therapy of bladder for 2 week minimal improvement. Vagina and bladder shows good support, discussed with patient probability of scar tissue however need to ultrasound of ovaries to make sure no ovarian cyst. If ultrasound normal patient does not improve symptoms suggest surgical evaluation. The patient also experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard¿s tracking number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.